Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient was having ins pocket issue. The patient stated he had surgery/revision on the (B)(6) to have both the ins and leads replaced. The patient stated thatthe ins was causing him pain in the pocket site. The health care professional (hcp) had to move it to another location. The patient stated that the hcp mentioned to the patient that after the surgery the leads were broken up which could have been the reason for the problem. The patient stated he wanted to speak to the manufacturing representative (rep) to get more details on what the condition of his device was when it was removed. The patient stated he was in a motor vehicle accident about 2 years ago, which could be a trauma related to the issue. The patient was redirected to follow up with the hcp and reviewed the role of the rep. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708160 serial(B)(4) implanted: (B)(6)2009 explanted:(B)(6)2017 product type extension product ID 3708160 serial(B)(4) implanted: (B)(6)2009 explanted: (B)(6)2017 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the healthcare professional (hcp) found cracks in the insulation around extension wires in multiple places. The explanted devices were disposed of and will not be returned. It was also reported it is too early to tell if the explant resolved the patient's pain. No further information was reported.